Event description:
In 2006, the pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. In 2008, a reintervention took place to repair a large type-1 endoleak with loss of distal fixation of the left contralateral leg component, which was due to a rupturing aneurysm in the left common iliac artery. During the procedure, the left internal iliac artery was coil embolized, and two additional contralateral leg components were placed in the left external iliac artery to extend the previously placed endograft. The left common iliac aneurysm was excluded. The final aortogram revealed no evidence of an endoleak. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further investigation is in process. Additional devices related to this event: pxt281416. Pxc201400. Attempts to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.